Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the clips were falling out of the instrument prior to firing. There was no consequence to the pt.

Manufacturer narrative:
H6: damaged floor. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged cutter, n/a; damged feed bar, no; damaged floor, yes; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no/scissored; jaws: hold clip, yes; jaws: inside width at tips, .180; lockout functional, yes and number of clips fed and formed, 6. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Upon receipt of instrument, it was noted that floor of instrument was bent. No conclusion could be reached as to how damage to floor occurred. Due to damage to instrument, instrument fired remaining clips non conforming. However, there were no difficulties noted with clips falling out instrument. If jaws are closed over hard object, or if excessive torque is applied to instrument, instrument can become damaged and may not feed or form clips properly. Each instrument is evaluated during assembly process to ensure clips feed and form properly.